Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of his high blood glucose level of 500 mg/dl. No delivery alarms and a battery out limit alarm caused the customer's hospitalization. He had a diabetic ketoacidosis. The customer was treated with IV drip and was wearing his insulin pump at the time of hospitalization. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. All operating currents were within specification. No excessive no delivery alarm or battery out limit alarms were noted. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site. Per variance 5.